Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer disconnected and reconnected infusion set and attempted to prime and received a motor error alarm and a motor position encoder error alarm. Customer's blood glucose was 164 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The insulin pump has a confirmed e70 alarm noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. No excessive no delivery alarm noted. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.